Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise on the right atrial (ra) lead. Additionally, pacing impedances were noted to be high, out-of-range measuring greater than 3,000 ohms and there was loss of capture. The plan was to perform surgical intervention. During the implant procedure, when they took the lead out of the header and tested the lead rigorously through the pacing system analyzer (psa), it was working fine. The lead was then manipulated, and it still was working fine. The physician suspected a problem with the atrial port therefore, the device was explanted, and a new pulse generator was implanted. The ra lead was confirmed to be working through the new device. The patient was seen in clinic for a follow up and everything was working as expected. The right atrial (ra) lead remains in service. No additional adverse patient effects were reported.